Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the physician bent the distal tip of the right atrial (ra) lead while attempting to remove the stylet. A new ra lead was successfully implanted. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.